Event description:
It was reported the patient had an accident 4 weeks prior to report. It was noted the patient fell from their bike and had to stop their exercises because of their injuries. It was stated the patient fell to the side and no part of the implant was damaged as a result of the fall. It was noted the patient broke 4 ribs. It was stated the dystonia in their neck seemed to be worse since the accident. It was noted when the device was originally implanted they did not have the dystonia ¿as bad in their neck.¿ it was stated the patient had an appointment scheduled with their implanting surgeon for (B)(6) 2014 to check the device components. It was stated the patient had an appointment with their health care professional in one month following report to check their therapy. It was noted the stiffness in their neck was worse than it was before. It was stated their neck ¿pulled more backwards¿ and the patient walked less. It was noted when they were first implanted they could walk. It was stated the patient felt better since the accident and they would be able to continue with their exercises and maybe it would help their dystonia.

Event description:
Additional information received reported the cause of the event was trauma. Additional information received reported no surgical intervention had occurred. It was stated reprogramming was suggested and no abnormal impedance measurements were reported. It was noted no injury occurred to the patient.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot# va0e6h5, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).